Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.

Event description:
It was reported to nova biomedical via email, that sometime in (B)(6) 2011, that the consumer received a result of 117 mg/dl on his blood glucose meter. According to the consumer he did not believe that result to be accurate. Even though the consumer was experiencing low symptom he administered an unk amount of insulin and subsequently experienced a hypoglycemic event. The consumer did not report if he required any medical or emergent food intervention. It is unk if the consumer performed a control solution test for integrity before use of their initial test strips as instructed in our directions for use. Customer service contacted the consumer via email for additional info and assistance with the nova biomedical products, however, the consumer has yet to respond back to customer service. This is being reported as an adverse event under the FDA medwatch regulations.